Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during basic occlusion test due to a loose /flush drive support disk. Unable to perform the unexpected restart error test. Unable to verify the compromised force sensor system alarms or perform prime test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call, they were having issues with the insulin pump. Customer was attempting to do a set change. Customer did not recall their blood glucose reading at the time of the incident. Customer stated the insulin pump was damaged. The insulin pump had cracks around the screen and battery cap. The label on the insulin pump was also discolored. Customer stated the damaged to the insulin pump occurred due to it being bumped when customer ran into things. Customer was advised to discontinue use of the device, revert to back up plan per health care provider's instructions, the device was replaced. The insulin pump was returned for analysis.